Event description:
Subsequent to receipt of the field safety notice, a bayer r and I representative reported the following information via email correspondence: the system went down after 20 minutes of usage. There was no injury or adverse event.

Manufacturer narrative:
On november 21, 2013, bayer healthcare distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.